Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://dx.doi.org/10.1016/j.injury.2016.05.019. This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to failure of the left side of the symphysis pubis.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. Device history records could not be reviewed as the lot numbers are unknown. This device is used for treatment. Based on the order running complete, it is believed the part was conforming when it left zimmer biomet. Compatibility could not be assessed and a product history search could not be conducted as the part and lot numbers are unknown. A definitive root cause cannot be determined with the information provided.